Event description:
The pt's mother reported, the pt died on (B)(6) 2010. At 11:40 am, on (B)(6) 2010, the pt's blood glucose measured 40 mg/dl and she ate 2 be. At 12:00 am, the pt's brother confirmed the pt was "ok". At 8:45 am, on (B)(6) 2010, the mother found the pt had died. The autopsy showed cardiac insufficiency by virus. The pt's normal blood glucose range was 100-150 mg/dl. No further info is available. The infusion device was requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.